Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition and vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 12mm in length, 2.5mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. After pre-dilation was performed, a 2.50mmx16mm promus element drug-eluting stent was advanced to the lesion. However, while deploying the stent, the distal part of the stent didn't open up properly. Hence, the physician gave a prolonged high pressure dilatation at 15 atmospheres. After dilation, a type a dissection was noted at the distal end of the stent due to balloon overhang. The procedure was completed using a non-bsc stent. No further patient complications were reported and the patient's status was stable.